Event description:
While having a cholecystectomy and exploration of the common duct, the covering of the choledocoscope split and separated as the procedure progressed. The surgical site was irrigated and all particles retrieved. Facility had two such scopes, both were removed from svc and returned to the MFR. Upon examination, the coating on the second scope was cracked. As this was accomplished without the specific scope identified prior to shipping, both scopes serial numbers are included in this report.